Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: lot: 9298611, part:03.037.028, manufacturing location: (B)(4), manufacturing date: 12.may.2015, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales consultant that there is a broken screwdriver shaft. During a trochanteric fixation nail procedure on (B)(6) 2015, the screw driver broke while inserting a screw. The screw driver broke 3/4 up the shaft towards the handle. There was no fragments generated as a result of this event, another screwdriver was readily available to successfully complete the procedure. There was no surgical delay or patient harm as a result of this incident. This report is 1 of 1 for (B)(6).

Manufacturer narrative:
Product development investigation evaluation: the 5mm flexible screwdriver is fractured near the handle of the instrument. The fracture is in the most proximal part of the flexible section. Other than the obvious fracture, the remainder of the instrument appears undamaged. Distal hex shows some wear marks, but no visible deformation. Additional information indicated that the 5mm flexible screw driver was damaged in surgery, but it was not discovered until after the surgery was completed. There is a fracture in the most proximal portion of the flexible shaft. The tfna instrument design documents were reviewed and indicate that an instrument may break during surgery and result in fragments or debris. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.